Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for device change out, the right atrial lead exhibited high thresholds. The lead was explanted and replaced successfully. There were no issues, the patient was stable post procedure.